Event description:
It was reported to vyaire medical that a ventilator has a faulty insp valve. Biomed emailed in logs for tf 300, found tf 316 and 545 as well on start up. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g6, h2, h6 and h11 findings / root cause: no performance issues were found. Disposition: the returned unit will be placed on hold.

Event description:
Additional information received indicates that the customer returned their device for further investigation.